Event description:
It was reported that: resistance was felt when attempting to advance the swg into the catheter. The wire was kinked when it was removed. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: resistance was felt when attempting to advance the swg into the catheter. The wire was kinked when it was removed. There was no reported patient harm or consequence.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheterization device and the product lidstock for evaluation. No definite signs of use were observed on the returned device. Visual inspection of the returned guide wire revealed offset coils toward the distal end. The guide wire was noted to be coiled inside the guide wire tubing. This prevented the guide wire from deploying. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. A clear, white substance was observed inside the distal tip of the guide wire tubing. Analysis under a uv light confirmed that the substance in adhesive residue. The offset coils on the guide wire measured 1mm from the distal end. The returned guide wire length measured 4 9/16", which is within the specifications limits of 4 7/16-4 11/16" per product drawing. The guide wire outer diameter measured 0.39mm, which is within the specification limits of 0.381mm-0.404mm per the product drawing. The needle cannula inner diameter measured 0.0170" which is within the specifications of 0.0165"-0.0180" per product drawing. Functional inspection of the returned device was performed per the instructions for use (IFU) provided with the kit, which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip". Resistance was encountered when attempting to thread the guide wire through the needle cannula, and the guide wire was not able to pass. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Resistance was encountered while advancing the guide wire through the needle cannula during functional inspection for the returned device which likely resulted in the damage observed. A CAPA was previously implemented to address this issue. The CAPA investigation indicates that the issue is manufacturing related. The relevant lots within the reported kit were manufactured (august 2022) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for reports of this nature. The customer report of a guide wire resistance was confirmed through complaint investigation of the returned sample. Resistance was encountered while advancing the swg through the needle cannula during functional inspection for the returned device which likely resulted in the damage observed. Based on these circumstances, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI #. UDI related data quality updates only.

Event description:
It was reported that: resistance was felt when attempting to advance the swg into the catheter. The wire was kinked when it was removed. There was no reported patient harm or consequence.